Manufacturer narrative:
The outcome attributed to adverse event - a cerebral vascular accident (cva) with right sided weakness. Product analysis: the device remains implanted; therefore, no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight hours following the implant of this transcatheter bioprosthetic valve into a previously implanted surgical valve, a cerebrovascular event was reported. Eight days following the procedure, the patient maintains right side weakness. The patient has a history of cerebrovascular events. It is unknown if the stroke was related to the device, the procedure, the cause is unknown. No intervention was performed and the patient was reported to be stable. No additional adverse patient effects were reported.